Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there unstable thresholds on the right ventricular (rv) lead. It was noted the thresholds jumped up after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.